Manufacturer narrative:
(B)(4) device previously explanted. This event was determined to be reportable per edwards lifesciences procedures. No customer letter requested. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.device will not be returned, discarded by hospital.

Event description:
Reportedly, the valve (33mm) was explanted after an implant duration of 3.5 months due to tricuspid regurgitation caused by infectious endocarditis. It was reported that perimount plus 6900pj33 was implanted for tricuspid valve replacement (tvr) to correct tricuspid regurgitation (tr) on (B)(6) 2010. Sjm 29mm valve was implanted for mitral valve replacement (mvr) at the same time due to the increase of mitral regurgitation (mr). Myocardial lead was also implanted. On (B)(6) 2010, pacemaker implantation was performed, but it did not function properly. On (B)(6) 2010, myocardial lead was changed over to transvenous lead and pacing was started. The patient developed fever in the beginning of (B)(6) 2010. On (B)(6) 2010, the recurrence of tricuspid regurgitation (tr) was observed by transthoracic echocardiogram (tte). Perimount plus 6900pj33 was explanted, due to tr on (B)(6) 2010. During the surgery, the leaflets at septal and posterior positions were found to be fragile and vegetation was observed on the anterior leaflet, due to ie caused by what appeared to be infection from the transvenous pacing lead. Sjm 31mtj-503 was implanted as a replacement. Another myocardial pacing lead was also implanted. No problem was observed on sjm 29mm valve implanted at mitral position, and it was kept implanted. Customer commented that this explant was unexpected but not device related since it was due to the infection from the myocardial lead. Etiological agent is under investigation. Patient was recovered as of (B)(6) 2010.